Manufacturer narrative:
The additional proglide device is filed under a separate medwatch report number. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that puncture closures of the right common femoral vein were attempted using proglide devices with an 8f sheath after an interventional atrial fibrillation electrophysiology ablation procedure. Reportedly, at the first access site the suture came out with the proglide device. Another proglide device was used to achieve hemostasis. Reportedly, at the second access site no blood flow was seen at the proglide marker lumen. The proglide device had been pre-flushed with saline prior to use. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.